Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked. Touch screen was unresponsive and unreadable. Customer's blood glucose (bg) level was displayed as high and a manual insulin injection was used to address elevated bg. The customer reverted to an alternate method in insulin therapy.